Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call along with their health care professional that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer was treated with food, glucose tablet, and glucagon. It was unknown if the customer was using the auto mode feature at the time of the incident. The customer states the insulin pump does not stop giving insulin when they are reaching a low. The insulin pump will not be returned for analysis.